Event description:
It was reported that in the past several weeks, the non- boston scientific right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. The health care professional (hcp) reached out to technical services (ts) to review the data on this implantable cardioverter-defibrillator (ICD). Upon review, it was determined that trending displayed a few pace impedance spikes from high impedance measurements to high out-of-range pacing impedance measurements. Additionally, there was an isolated stored signal artifact monitoring (sam) episode, however, there is no noise consistent with minute ventilation (mv) feature settings. Ts discussed possible causes and provided troubleshooting options. At this time, the ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that in the past several weeks, the non- boston scientific right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. The health care professional (hcp) reached out to technical services (ts) to review the data on this implantable cardioverter-defibrillator (ICD). Upon review, it was determined that trending displayed a few pace impedance spikes from high impedance measurements to high out-of-range pacing impedance measurements. Additionally, there was an isolated stored signal artifact monitoring (sam) episode, however, there is no noise consistent with minute ventilation (mv) feature settings. Ts discussed possible causes and provided troubleshooting options. At this time, the ICD system remains in service. No adverse patient effects were reported.